Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The consolidated ventilator interface board was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call. (B)(4).

Event description:
The hospital reported that, at the start of a case, the unit alarmed to ventilate manually. The case was reportedly completed with the patient spontaneously breathing. There was no reported patient injury.